Manufacturer narrative:
Updated fields: b4, d1, d4 (version or model, catalog, lot, exp date and UDI), d9, g3, g4 (PMA/510k), g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. The issue was resolved by switching monitoring from the transrayplus optical sensor to a pressure transducer, after which a normal arterial waveform was displayed and treatment continued with no impact on the patient.

Event description:
N/a.

Event description:
It was reported that while using transrayplus intra-aortic balloon (iab) using an optical sensor with cardiosave, noise appeared in the arterial waveform and was unable to monitor the arterial waveform. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character limit: e.1. Event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).